Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -11.0 diopter, in the patient's rightt eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that optic was torn/split, haptic was torn/ broken/ bent/ deformed and foreign material (impossible to specify) on lens surface. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).